Manufacturer narrative:
This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. This report is for one (1) unknown locking screw. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an open reduction internal fixation (orif) procedure. During the procedure, a drill bit broke and as a result the unknown locking screw was unable to lock in the unknown plate. Surgeon had to take apart the initial construct to remove the tip of the drill bit. The drill bit tip was retrieved and one (1) new unknown locking screw was used to lock the unknown plate. Reportedly, there was no problem with the plate, and the new screw locked without difficulty. There was a surgical delay of 5-10 minutes. Additional x-rays were taken intra-operatively to confirm that the broken fragments were removed. Procedure was completed successfully. Concomitant device reported: plate (part# 02.130.214, lot# unknown, quantity 1) this report is for one (1) unknown locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Additional procode: hrs. Lot number is unknown. Product has been identified. This information is now known. Without a lot number the device history records review could not be completed. Customer quality investigation: the following investigations were performed: device interaction/functional: visual inspection performed at customer quality under 10x magnification observed that few threads on the head portion of the returned screw were slightly deformed. No other issues were identified on the returned screw. Both functional inspection and replication of complaint condition was not able to be performed as the mating plate was not returned. The complaint condition agrees with the complaint description. Therefore, the complaint condition was confirmed. A device history review was not able to be performed for the returned instrument¿s as lot number is unknown. Device drawing revision at the time of manufacture date was unable to be identified due to unknown lot number, however, no design changes were identified on the dimensions of the screw relevant to complaint condition. Therefore, both the available drawings were reviewed during investigation. Drawings were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Dimensional analysis performed on the deformed thread diameter measured 2.09 mm (ca-814) that falls within the specification of 2.14 mm (+/- 0.1) mm and tolerance specified. The dcrm document was reviewed was found to adequately address the harm of this complaint condition. While no definitive root cause could be determined, it is likely that the device encountering unintended off-axis forces when being used intra-operatively could have contributed to complaint condition. During the investigation, no product design issue or discrepancies that may have contributed to the complaint condition were observed. Therefore, no further corrective and preventive actions are proposed. Product has been identified. Device malfunctioned intra-operatively and was not implanted / explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 1.5mm va-lckng screw slf-tpng with t4 stardrive recess 14mm.